Manufacturer narrative:
A field service engineer (fse) went on-site and identified the source of the leak as a pinhole in the tubing connected to the shear valve. The tubing was replaced and repair was verified per established procedures. The instrument was validated and no further leak was observed.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting diluted blood was found under their coulter lh 780 analyzer that may have come from the needle area. The customer was advised to stop using the instrument until service arrived. The operator was wearing proper ppe and there was no exposure to mucous membranes or open wounds and medical attention was not sought.